Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back blood glucose tests, within ten minutes, using separate finger sticks. Her results were 86 and 169 mg/dl. She did not have any symptoms. She stated that she did not clean the test strip holder. A control solution test result of 139 mg/dl was in range. On follow-up, the reporter briefly described proper testing technique, and said that she had no problem getting a sample. She stated that she finds frequent testing painful, and didn't wish to give further info or continue the conversation.